Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 37mm penetrating aortic ulcer in zone two. The diameter of the proximal aortic neck is 29mm and 13mm in length. The diameter of the dial aortic neck is 26mm. The left subclavian artery was intentional covered during the index procedure. It was reported that during the index procedure a proximal type I endoleak was observed however, no intervention was performed. In addition, the patient experienced a transient ischemic attack that required a secondary intervention. The event resolved four days post procedure. A secondary procedure was performed where stenting of the left common carotid artery was performed. Occurrence of hemodynamic deficit episodes of right hemibody with cerebral CT scan normal were reported. It has been hypothesised there was conflict between the covered stent and the ostium of the left common carotid artery. Decision was made to position a stent in the ostium of the left common carotid artery overflowing in the aorta through a retrograde way. There was a disappearance of symptoms immediately afterwards. The covered stent of the endoprosthesis was positioned very close to the left carotid in order to lead a thrombosis of the aortic ulcer that was localized only at 13 mm after the carotid. The CT scan at discharge showed an efficient ulcer thrombosis despite permeability still present in the immediate post-operative. The investigator assessed this event as not device but procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).